Event description:
It was reported that; upon impact of the instrument while trialing the disc space for the interbody implant, the t-handle and the 8mm paddle distractor became "cold-welded" together disabling any disconnection from each other.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The device was found to be approximately 5 years old. The IFU for instruments states the instruments with articulations may require lubrication. Lubricant was applied to the returned device and upon a small application of force, the handle could be retracted and deployed without issue. Conclusion: the plausible root cause of the reported event is user related and normal wear of the paddle distractor. Lubricant should be used to prevent instruments from jamming and instruments should be inspected for functionality prior to use in surgery.

Event description:
It was reported that; upon impact of the instrument while trialing the disc space for the interbody implant, the t-handle and the 8mm paddle distractor became "cold-welded" together disabling any disconnection from each other.